Manufacturer narrative:
Further info from the reporter regarding the event and product details was requested. No additional info is available at this time. Device availability for return is unk. The event of inflammation is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probably cause for these events. Reported event is not confirmed by a physician, however, it is allergan medical's approach to compliance to resolve all doubts in favor of reporting. These events are being reported bc medical intervention was required, although device-relatedness has not been established.

Event description:
Pt reported implantation of seri in the breast, side unk. Pot implant surgery, pt developed a "fever, fluid, and redness under the breast." Seri was explanted during a revision surgery. Physician has not confirmed the reported events, and permission to contact the physician was not provided by the pt.